Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 11.6-11.9cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 40.6-41.4cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasions were noted at 19.7-20.0cm, 32.0-33.4cm, and 40.2-41.5cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 11.1-11.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. The rv conductor etfe coating was abraded at this location. Externalized conductors due to internal insulation abrasion were noted at 8.5-13.3cm from the distal tip. The sensing conductor etfe was abraded at this location.

Event description:
New information received states the lead was explanted and replaced. No adverse consequences were detected.

Event description:
It was reported when the patient presented in clinic, an alert for possible hv lead issue was observed during an episode of true vf. Max output therapy was delivered and successfully converted the patient. Lead extraction was recommended. The patient condition is well.

Manufacturer narrative:
(B)(4)